Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Physician reported a left side rupture and capsular contracture iii-IV confirmed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6 d4 d9 g2 h3 h6. A visual analysis of the returned device identified: underweight, an opening on posterior, white calcification on the shell, and crease fold. A microscopic analysis was performed which identified: two crease sharp openings on posterior. Based on the device analysis the final assessment is: two crease sharp openings on posterior assessed as fold flaw opening.

Event description:
Physician reported a left side rupture and capsular contracture iii-IV confirmed by ultrasound. Device has been explanted and replaced.